Event description:
A customer reported that the cic (central station) continuously restarted. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.